Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulty. In this case, it is likely that the balloon interacted with the mildly tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the left anterior descending artery (lad). Reportedly a 3.00x12mm nc trek neo rx balloon dilatation catheter (bdc) was used for pre-dilatation; however, during the first inflation the balloon ruptured at 12atm. The nc trek neo bdc was replaced with a non-abbott bdc and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.